Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed tilting and perforation. The apex of the filter was positioned superior to the renal arteries and the struts were positioned distally. The filter was angled approximately 45 degrees. The filter apex abutted the inferior vena cava wall anteriorly with approximately 10 degrees of anterior angulation. There were six struts identified all of which were mildly proud distally measuring less than 2 mm. There was no fracture, stenosis, or migration.

Event description:
On (B)(6) 2004, the patient underwent placement of a greenfield vena cava filter. On (B)(6)2019, a computed tomography (CT) scan of the abdomen revealed tilting and perforation. The apex of the filter was positioned superior to the renal arteries and the struts were positioned distally. The filter was angled approximately 45 degrees. The filter apex abutted the inferior vena cava wall anteriorly with approximately 10 degrees of anterior angulation. There were six struts identified all of which were mildly proud distally measuring less than 2 mm. There was no fracture, stenosis, or migration.